Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture, internal shorting was noted between conductors. Destructive analysis found the inner insulation was damaged in the proximal region consistent with procedural damage. Visual and x-day examination did not find any anomalies except for the damage consistent with that occurring at the time of the procedure.

Event description:
It was reported that the patient presented to the emergency room feeling dizzy. Upon review, it was discovered that the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced. The patient was in stable condition.